Event description:
It was reported that a pt underwent a surgical procedure on an unk date and a suture was used. During the procedure, the needle broke. The needle was located and removed during the same procedure without any adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.